Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. As a result, the pump shutdown causing customer¿s blood glucose level was reported as 542 mg/dl. Customer gave correction insulin by injection without requiring 3rd party intervention. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.